Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not completing the air removal step during the load process. Tandem technical support educated customer regarding the air removal step. There was no reported adverse impact to the customer's blood glucose level. Customer loaded a new cartridge to resolve the issue